Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had pacing impedances that were jumping from 500 to 3000 ohms. The respiratory features and high impedance were creating noise that was being oversensed, and the device was responding with atrial tachy response (atr). It was discussed to turn the respiration feature off. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the respiration feature was turned off, and at last check the ra impedance was stable at 600 ohms. No further issues had been observed.